Manufacturer narrative:
The country of origin is (B)(6). The previous calibration and qc tests had acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results, for one patient, from the cobas 6000 e 601 module. Sample 1: the initial result was 11010 with a data flag and the repeat result was 150.6. Sample 2: the initial result was 11010 with a data flag and the repeat result was 121.4. Sample 3: the initial result was 11010 with a data flag and the repeat result was 551.7. Sample 4: the initial result was 11010 with a data flag and the repeat result was 158.0. Sample 5: the initial result was 11010 with a data flag and the repeat result was 96.96. Sample 6: the initial result was 11010 with a data flag and the repeat result was 481.2. Sample 7: the initial result was 226.3 and the repeat result was 155.5. No units of measure were provided. The initial results were reported outside the laboratory to the doctor who noted that the results did not make any sense which prompted the laboratory to rerun the sample. The reagent lot number was 39402905 with an expiration date of 29-feb-2020.